Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2011, inratio: 4.4, reference: 2.2, mean: 3.30, confidence limits: 1.9 - 4.6. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. No further investigation is required. Conclusion: analysis of the client's data from inratio and reference tests revealed that test result comparison met accuracy criteria. Customer's results are not considered discrepant within the context of the documented variability for inr testing. No product was expected to be returned. Retain strip testing results met accuracy criteria. Root cause could not be determined from the information provided from the customer. (B)(4). This reaches the action threshold of 0.07%. Brick lot number 246555 with strip code p152a material was split into two different lots: lot #254609 into 12 packs (smaller lot). Lot #257062 into 48 packs (larger lot). (B)(4). Due to this low occurrence rate, below the action threshold of 0.07%, corrective action is not required at this time.

Event description:
Caller alleged discrepant results using the inratio meter: results as follows: date: (B)(6) 2011, inratio: 4.4, lab: 2.2. Meter and lab tests were done 5 minutes apart. Technical services is sending new strips for further correlation.